Event description:
During the menisectomy, while using the hook, the tip metal of it broke and fell onto the surgical field. The surgeon used another product to pick the broken piece up.

Manufacturer narrative:
The unit has been received and the failure is confirmed. The lower jaw isbroken off at the dowel pin location. Due to the hole for this pin, this is a high stress area in the material. The root cause for this failure is use over time. This unit is very old. The broken tip was successfully removed with only slight extension of surgery time. This product is now obsolete and has been replaced in 1997 (9 years ago) by the new 3.4mm hook scissors straight (pn 300-034-600). The new design is made by a different vendor, and includes several design changes while keeping the same basic functionality.